Event description:
It was reported that the controller exhibited five unexpected loss of power and power switching as there was intermittent beeps when the controller was connected to the batteries. There was one double disconnect while the controller was connected to batteries . One of the batteries exhibited two erroneous critical battery alarm while the battery's capacity was at 46 and 91 percent and two power disconnect alarms. Another battery exhibited erroneous critical battery alarm while the battery's capacity was at 33 percent. Another two batteries exhibited power switching. While battery exhibited a power disconnect alarm. The batteries have been replaced and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #:1650de, expiration date: 30-apr-2021, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 03-apr-2020, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery , model #: 1650de, catalog #:1650de, expiration date: 31-aug-2021, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 25-aug-2020, labeled for single use: no; brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #:1650de, expiration date: 31-aug-2021, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 25-aug-2020 , labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #:1650de, expiration date: 31-aug-2021, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 25-aug-2020, labeled for single use: no ,(B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #:1650de, expiration date: 31-aug-2021, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 25-aug-2020, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6) d9: 11/28/2022 h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 serial# (B)(6) d9: 11/28/2022 h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s): g0403401 serial# (B)(6) d9: 11/28/2022 h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s): g0403401 serial# (B)(6) d9: 11/28/2022 h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s): g0403401 serial# (B)(6) d9: 11/28/2022 h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s): g0403401 product event summary: one (1) controller (B)(6) was not returned for evaluation. Five (5) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections, as well as several momentary disconnections that did not lead premature power switching involving (B)(6). Momentary disconnections will lead to an audible tone or ¿beeping¿. Analysis of the alarm log file did not reveal any power disconnect alarms. However, review of the data log file revealed several instances involving (B)(6) , where the batteries' relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Analysis of the alarm log file also revealed (3) critical battery alarms due to communication errors involving (B)(6) within the analyzed period. Analysis of the controller log files revealed five (5) controller power ups events with associated pump start events were logged on 03/aug/2022 at 09:12:15, on 04/aug/2022 at 02:00:52, on 30/aug/2022 at 08:28:59, on 30/sep/2022 at 03:56:09, and on 08/oct/2022 at 01:40:53. The events leading up to the first three (3) losses of power could not be determined since the available data log file did not cover the period in which the controller power-ups were recorded. Several momentary disconnections were observed leading up to the loss of power on 30/sep/2022. The controller was without power for nine (9) seconds, seven (7) seconds, eight (8) seconds, seven (7) seconds, and ten (10) seconds, respectively. As a result, the reported event was confirmed. The batteries had been lubricated prior to release. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported critical battery alarms can be attributed to communication err ors between the controller and batteries. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.